Manufacturer narrative:
Hologic technical support (ts) reviewed logs and confirmed the rlu values were lower than expected for the positive control and samples. Ts advised customer to ensure the reagents were warmed to room temperature and fully mixed by inversion prior to usage. Customer agreed to the following and continued to run and monitor. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua(B)(4)aptima sars-cov-2 (eua(B)(4)), and aptima sars-cov-2/flu (eua(B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported one questionable sars-cov-2 tma run, wl (B)(4), using assay lot 297267 on panther instrument sn (B)(4) which had unusually low rlu values for the positive control and samples. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.